Event description:
It was reported that during a post implant check interrogation showed no capture on the right ventricular (rv) lead and the patient's heart rate was in the 30's. The rv lead had lost slack and was dislodged. It was also reported that the right atrial (ra) lead functioned normally but fluoroscopy noted that the lead had lost its slack. While the rv lead was being repositioned the physician elected to reposition the ra lead as well. Access and reposition was difficult with very tight access near the clavicle. After trying several different ra locations, the physician elected to place a tined lead instead. The rv lead remains in use, and the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.